Event description:
Patient had an emergency procedure in which an integrity 3.5 x 26 mm bare metal stent was implanted. No allergy tests were performed prior to implant. Patient has recently undergone allergy skin testing for a rash that they have been battling since approximately one and a half months post stent implant. The patient noted they have sores all over their body and have been treated with three separate creams prescribed by physicians. Patient has been allergic to some component in each of these creams and they aggravated the condition. A follow up with the patient confirmed that they are also allergic to approximately 14 or 15 other things including chromium, leather and plastics.

Manufacturer narrative:
Evaluation: inherent risk of procedure-reaction. Patient¿s condition predisposed event-patient may have been predisposed to an allergic reaction. (B)(4)-patient may have been predisposed to an allergic reaction. (B)(4).